Event description:
It was reported that the insulin pump was exposed to a strong magnetic field. The customer stated that the insulin pump was exposed to a magnetic resonance imaging machine and CT scan. The blood glucose reading was 255 mg/dl. The customer stated that she spoke with her endocrinologist and required assistance to set up a temporary basal. No additional assistance was required. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.